Event description:
It was reported, "patient came to clinic for anterior thigh pain. Upon x-ray, it was noted that components were dissociated and the threaded part of the offset was sheared off at the base of the threads."